Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was a needle retraction issue. The sensor was inserted into the upper buttocks on (B)(6) 2018. No product was provided for evaluation. Confirmation of the reported needle retraction issue could not be determined. A probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018, there was a needle retraction issue. The sensor was inserted into the upper buttocks on (B)(6)2018. A sensor was returned for evaluation. The device was visually inspected and found that the applicator does not fire when the trigger is depressed. The reported event of a needle retraction issue was confirmed. The probable cause of the issue is an assembly error because the torsion spring is telescoping and causing the drive wheel to jam before touching the trigger. No additional event or patient information is available.